Event description:
It was reported that during central processing the fenestrated bipolar forceps instrument was found to have the conductor wire disconnected. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer used the same instrument to complete the procedure. The instrument wire was found fully broken after washing the instrument during central processing. The customer indicated that arcing was not observed during the procedure and there was no loss of cautery associated with broken wire. No known impact or patient consequence was reported. It was unknown if there were signs of thermal damage at site of breakage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire at the distal end near the yaw pulley upon visual inspection. The insulation is damaged, and the conductor wire is exposed as a result. Components adjacent to this conductor wire do not show damage. For clarification, conductor wire is not disconnected as reported by the customer. The instrument passed the electrical continuity test in both grips.

Event description:
Refer to h10/h11 for follow-up information.